Manufacturer narrative:
Analysis found insulation abrasions at 6cm and 15cm from the connector pin, exposing the sensing coil and the rv cables. The abrasions found are consistent with that produced by friction with the ICD can.

Event description:
Oversensing was observed via review of data records. The lead was explanted due to suspected lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.